Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would deploy multiple clips at once, all malformed. Then it would jam and finally deploy multiple clips. Case completed with another device of the same product code different lot number. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m9167e. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No multiple feed incidents and no jamming issues occurred upon evaluation. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.